Event description:
It was reported that a device had a keypad failure. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is completed.